Event description:
It was reported that there was oversensing of the atrial signal by this left ventricular (lv) lead due to this lead being pulled back. Technical services (ts) provided troubleshooting including discussing reprogramming and recommending a chest x-ray. No other information was available. No adverse patient effects were reported. Currently, this lead remains in service.